Event description:
The patient passed away due to pneumonia. The patient's device was not explanted.

Event description:
It was reported that a patient had passed away. The obituary was published on (B)(6) 2012, but the patient's date or cause of death was not specified. No further relevant information has been received to date.